Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn who called the clinical support specialist (css) for assistance with a helium loss alarm and "fair amount of blood" in the gas line tubing. The css reviewed the urgency of immediate removal of the iab. As a result, the iab was removed without issue or incident. The patient is stabilizing, the doctor did not reinsert another iab at the time. There was a report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab blood in helium pathway is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A complete serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. The first three characters of the partial serial number in the reported complaint corresponds to a lot number in the sales history (lot 18f17l0016). All devices passed manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the rn who called the clinical support specialist (css) for assistance with a helium loss alarm and "fair amount of blood" in the gas line tubing. The css reviewed the urgency of immediate removal of the iab. As a result, the iab was removed without issue or incident. The patient is stabilizing, the doctor did not reinsert another iab at the time. There was a report of delay in therapy. There was no report of patient complications, serious injury or death.